Manufacturer narrative:
Remains implanted.

Event description:
An ovation prime stent graft system was implanted to treat an abdominal aortic aneurysm. The physician stated that during the original implant procedure, the stent graft landed low and the final angiogram showed the presence of a type ia endoleak which was resolved with ballooning. The patient returned for a follow-up CT on an unknown date and presented with both a type ia and iii endoleak. A re-intervention was performed on an unknown date to place a stent in the seal zone to treat the type ia endoleak and to place an iliac limb to treat the type iii endoleak. The aneurysm was successfully excluded with no additional patient sequelae reported.